Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel in the upper limb. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.